Manufacturer narrative:
(B)(4); a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 131,259 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient".